Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that as they had the insulin pump had hardware low level failures alarm. The customer's blood glucose level was 301 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer again received a hardware low level failures alarm. The device will not be returned for analysis.